Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer device and verified the reported issue. After the pcb assembly was replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced power pcb was further evaluated in our product analysis center and it was determined that the root cause of the reported issue is a shortened component ic (integrated circuit), u1, on the power module.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.